Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the provisional found that the device had fractured on the lateral side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.